Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and no defects were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needle separated from the holder. The following information was provided by the initial reporter: "needle detached from the barrel before use there was a 22g vacutainer where the needle separated from the barrel when the lid was taken off prior to insertion. We didn¿t get a photo as it occurred in the ward and there was not device to photograph it. It did not result in an injury to the staff member or patient."